Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with fortum injection (1 gram, frequency and route not reported) and amikacin (250 unit not reported, frequency and route not reported) for peritonitis. At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was discontinued and the patient's catheter was removed. Current dialysis therapy modality was not reported. No additional information is available.